Event description:
A customer reported that their device was used to administer a 100 joules synchronized shock to a patient diagnosed with a wide complex tachycardia and the patient¿s rhythm converted to ventricular fibrillation. The patient¿s ventricular fibrillation rhythm was converted with a 200 joules non-synchronized shock. Later, the patient again went into a wide complex tachycardia and another 100 joules synchronized shock was administered after which the patient¿s rhythm again converted to ventricular fibrillation. The patient¿s ventricular fibrillation rhythm was again converted with a 200 joules non-synchronized shock. The customer reported that the device sync markers were not synchronized on the patient¿s r-wave. The hospital biomedical engineer tested the device and confirmed that the device operated properly.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer observed normal device operation after testing. The device was then returned to use. Physio-control performed a clinical review of the reported event information. The clinical review concluded that the cause of the reported issue was due to use error. The device operator did not confirm that the triangle sense markers were properly synchronized on the r-wave prior to delivering a synchronized shock to the patient. The device instructions for use include the following instructions and warnings regarding the use of the device sync function: confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), adjust ECG size or select another lead. (It is normal for the sense marker location to vary slightly on each qrs complex.) Warning! Possible lethal arrhythmia. Ventricular fibrillation may be induced with improper synchronization. Do not use the ECG from another monitor (slaving) to synchronize the lifepak 12 defibrillator/monitor¿s discharge. Always monitor the patient¿s ECG directly through the ECG cable or therapy cable. Confirm proper placement of the sense markers on the ECG. The customer has reported that the hospital training managers will instruct 118 operators how to perform the correct procedure during periodic training.